Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to possible intermittent rv capture was noted. No loss capture threshold was noted during deep breathing test. Review of the episodes revealed intermittent capture. The patient will continue to be monitored with regular follow-ups.